Event description:
A report was received that the patient has to lean back to feel the stimulation more adequately. An x ray showed that the lead's contacts are dislodged. Impedance measurements found no anomalies. The patient has had no history of recent trauma. The physician has decided to take no further course of action regarding the lead at this time.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient has to lean back to feel the stimulation more adequately. An x ray showed that the lead's contacts are dislodged. Impedance measurements found no anomalies. The patient has had no history of recent trauma. The physician has decided to take no further course of action regarding the lead at this time.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the old leads and the battery were removed. The contacts were pulling out that was why the leads were replaced. The battery was also replaced as it was so old. Electrocautery was used. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient will undergo a lead revision wherein paddle lead will be replaced with a new one.

Event description:
A report was received that the patient has to lean back to feel the stimulation more adequately. An x ray showed that the lead's contacts are dislodged. Impedance measurements found no anomalies. The patient has had no history of recent trauma. The physician has decided to take no further course of action regarding the lead at this time.